Event description:
The target lesion was 75% degree of stenosis of in-stent restenosis (isr) located in right superficial femoral artery (sfa). The physician treated the lesion using 4.5x40mm of sterling mr. Subsequently, he chose the angiosculpt and dilated the lesion once at 10 atmospheres for 30 seconds. After the dilation, he noticed distal tip peeling in the angiosculpt. The procedure was finished when this event occurred. There was no adverse event in the pt.

Manufacturer narrative:
The device in question is returning (and is currently in transit) to angioscore. A supplemental report will be submitted to include the device eval info and codes. Although the company is submitting this medwatch report for a reported distal bond peel, the company believes that distal bond peel is not reasonably likely to cause or contribute to a death or serious injury upon recurrence. The company recently submitted an MDR for a distal bond peel that resulted in a separation, which had occurred post-procedure (MDR # 3005462046-2010-00009). Thus, in an abundance of caution, the company is submitting this MDR for a distal bond peel complaint.